Event description:
A 56 year old white female g5p5 status post bilateral subglandular inframammary mcghan gels for augmentation 7/29/80. She had a closed capsulotomy 1 year later and 2 other self induced closed capsulotomies. She complained of some local pain and systemic complaints of arthralgias, myalgias, sensitivity to cold and easy burning. Pt otherwise healthy except history of modified mastectomy on right side in 88. Mammogram on 5/12/93 within normal limits. Exam positive for bilateral type iii contractures with right greater than left. Surgery on 10/13/93 positive for right marked bleed with minimum cloudy yellow thin capsules without histiocytic changes.